Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/30/2019. It was reported that additional contact was made with the patient on (B)(6) 2019. The patient stated they did go to the hospital and that everything was fine. The patient did not specify what treatment was made or what the outcome of the hospital visit was. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated after the 7th day of wearing the sensor, they removed it and the wire was not visible from underneath the sensor patch. The patient reported they were going to go to the emergency room to see if the sensor wire was still in his body. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.